Event description:
It was reported that a light, soft piece of foreign matter was found on the bd venflon¿ pro safety peripheral safety IV catheter. The following information was provided by the initial reporter, translated from german: "the customer states that when placing a venflon pro safety (vps) on the patient, he noticed a light-colored, soft contaminant. This is located on the outside of the catheter. Several vps from the inventory were opened and this contamination occurred on several catheters."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 11-oct-2022 . H6: investigation summary six representative samples, three samples in opened packages, and two photos were received by our quality team for evaluation. From the first photo, an unknown substance was observed on the catheter which was placed on the patient¿s hand. However, the unknown substance could not be identified from the photos returned. The second photo shows a top web of batch 2111028. Six representative samples and three samples with opened packages were subjected to visual inspection. All nine samples belong to batch 2111028 of catalog 393224. The samples passed inspection and no visible foreign matter or abnormality was observed. As the three samples from opened packaging had already been used, no functional testing was performed. The representative samples were subjected to penetration testing. After the penetration testing, four of the six samples were observed with a gel-like substance accumulated on the surface of the catheter. The gel-like substance is similar to the reported condition of the returned photo. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. One of the representative samples as sent to an external laboratory for fourier transform infrared spectroscopy (ftir) testing to test the gel-like substance. Based on the analysis, the gel-like substance is found to be silicone from the catheter lubricant. The silicone is from the catheter silicone layer which is coated onto the catheter. The foreign matter reported for this complaint could be the silicone layer which accumulated on the patient¿s skin as the product was penetrated. The application of the silicone layer on the catheter is a product requirement for a smooth penetration during the product application. The manufacturing process was reviewed, and no abnormalities were observed during the production of the reported batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a light, soft piece of foreign matter was found on the bd venflon¿ pro safety peripheral safety IV catheter. The following information was provided by the initial reporter, translated from german: "the customer states that when placing a venflon pro safety (vps) on the patient, he noticed a light-colored, soft contaminant. This is located on the outside of the catheter. Several vps from the inventory were opened and this contamination occurred on several catheters."